Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in a vessel of the kidney. A 035/180 amplatz super stiff guide wire was advanced to the target lesion. During the procedure, the wire unraveled and it was noted that the outer part of the wire came off and the tip of the metal corewire was exposed. The device was removed, however the detached part of the wire remained inside the patient. The procedure was completed using another amplatz super stiff guide wire. No patient complications were reported and the patient's status was fine. Twenty-one days post procedure, the detached part of the guide wire was removed with a flexible grasper.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end broken and loaded in a stent, as part of overall visual revision. The device has the distal tip broken by tension overload and it is unraveled, also it has the distal end kinked. The distal tip and the ballwell were not returned. It was inspected according to procedure. Overall length and outer diameter of distal tip could not be measured due to the device condition. Outer diameter of middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in a vessel of the kidney. A 035/180 amplatz super stiff guide wire was advanced to the target lesion. During the procedure, the wire unraveled and it was noted that the outer part of the wire came off and the tip of the metal corewire was exposed. The device was removed, however the detached part of the wire remained inside the patient. The procedure was completed using another amplatz super stiff guide wire. No patient complications were reported and the patient's status was fine. Twenty-one days post procedure, the detached part of the guide wire was removed with a flexible grasper.